Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump had an error alarm during manual prime. Troubleshooting was performed. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.